Event description:
Info was received that reported a pt was hospitalized in 2008 due to hyperglycemia. It was reported that the pt had been running high blood glucose "for weeks". On hospitalization day, he was brought to the ER. Upon admit her blood glucose was >500. He was treated with IV insulin and fluids. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.